Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8022752, medical device expiration date: 2023-02-28, device manufacture date: 2018-01-22 . Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clear liquid was noticed inside the bd insulin syringe with bd ultra-fine¿ needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8022752. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [b)(4] noted for adhesive on cannula. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter on needle on lot # 8022752. Unable to perform complaint lot history check for foreign matter on needle due to unknown lot number. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that clear liquid was noticed inside the bd insulin syringe with bd ultra-fine needle. There was no report of exposure, injury, or medical intervention.